Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a polarity switch from bipolar to unipolar was triggered for the lead as noted during a post-operative checkup. It was determined that the lead impedance and sensing values have been gradually decreasing. The lead was reprogrammed back to bipolar and the lead remains in use while the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted the ventricular lead impedance gradual decreased from initial implant impedance of 408 ohms to current average of 242 ohms. There was a ventricular short circuit/low impedance pace counts and a lead warning occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.